Event description:
Reporter stated that a neonate's blood glucose was measured, using the performa sys, with back-to-back results of 62 mg/dl, 39 mg/dl, and 48 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).